Event description:
It was reported that there was an air leak. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported lot number.